Event description:
Hyperglycaemia 600 mg/dl [hyperglycaemia]. The pen had failed and was not dispensing medication [device failure]. Case description: study ID: (B)(4). Study description: trial title: to support the patient in the beginning of treatment with novo nordisk products for diabetes mellitus and obesity. The patient is instructed on how to use, transport and store the products, and receives orientation by phone, site or in person by a nurse. Patient's height: 160 cm. Patient's weight: 60 kg. Patient's bmi: 23.4375. This serious solicited report from brazil was reported by a pharmacist as "hyperglycaemia (hyperglycaemia)" beginning on (B)(6) 2023 , "the pen had failed and was not dispensing medication(device failure)" with an unspecified onset date and concerned a 45 years old female patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 diabetes mellitus", actrapid (insulin human 100 iu/ml) (dose, frequency & route used-unk) from unknown start date for "type 1 diabetes mellitus", novorapid (insulin aspart) (dose, frequency & route used-unk) from unknown start date for "type 1 diabetes mellitus", novolin n penfill (insulin human) (dose, frequency & route used-unk) from unknown start date for "type 1 diabetes mellitus", current condition: type 1 diabetes mellitus (duration not reported). Concomitant medications included - metformin. The patient uses the medications novolin n penfill and novolin r, for the treatment of type I diabetes mellitus, according to medical indication. Patient acquired a novopen 4 pen at the end of oct-2022, to use during the trip she would make in jan-2023 and when starting to use this pen, she continued with her treatment normally, using 30 iu on breakfast, lunch and dinner. After 4 days of use, on (B)(6) 2023 patient had severe hyperglycemia, where blood glucose level reached 600 mg/dl, needing to be rescued by the ambulance and taken to the hospital where patient remained hospitalized for 10 days. On (B)(6) 2023, the patient was discharged and only after that period patient find out that the pen had failed and was not dispensing medication, she returned to the pharmacy to report the problem with the pen. It was reported that since leaving the hospital patient has been using the medication with a disposable syringe. Batch numbers: novopen 4: lvg2n72-2. Actrapid, novorapid and novolin n penfill requested. Action taken to actrapid was not reported. Action taken to novorapid was not reported. Action taken to novolin n penfill was not reported. On (B)(6) 2023 the outcome for the event "hyperglycaemia 600 mg/dl(hyperglycaemia)" was recovered. The outcome for the event "the pen had failed and was not dispensing medication(device failure)" was not reported. Reporter's causality (novopen 4): hyperglycaemia 600 mg/dl(hyperglycaemia) : possible. The pen had failed and was not dispensing medication(device failure) : unknown. Company's causality (novopen 4): hyperglycaemia 600 mg/dl(hyperglycaemia) : possible. The pen had failed and was not dispensing medication(device failure) : possible. Reporter's causality (actrapid): hyperglycaemia 600 mg/dl(hyperglycaemia) : possible. The pen had failed and was not dispensing medication(device failure) : unknown . Company's causality (actrapid): hyperglycaemia 600 mg/dl(hyperglycaemia) : possible. The pen had failed and was not dispensing medication(device failure) : possible. Reporter's causality (novorapid): hyperglycaemia 600 mg/dl(hyperglycaemia) : possible. The pen had failed and was not dispensing medication(device failure) : unknown. Company's causality (novorapid): hyperglycaemia 600 mg/dl(hyperglycaemia) : possible. The pen had failed and was not dispensing medication(device failure) : possible. Reporter's causality (novolin n penfill): hyperglycaemia 600 mg/dl(hyperglycaemia) : possible. The pen had failed and was not dispensing medication(device failure) : unknown. Company's causality (novolin n penfill): hyperglycaemia 600 mg/dl(hyperglycaemia) : possible the pen had failed and was not dispensing medication(device failure) : possible. Reporter comment: the reporter considers that the adverse events presented are related to the use of the nn product. The reporter contacted informing that she received contact from the laboratory but was unable to answer. The exchange was not performed for the patient and was instructed the patient to contact to provide more information and continue with the laboratory's treatment.

Event description:
Case description: investigation results: novopen 4, batch no: lvg2n72-2. The product was not returned for examination. The batch documentation was reviewed. There was nothing abnormal found. Nc/deviation were searched in novoglow, there was no relevant nc/deviation. Qc. After do dose accuracy test for the qc reference sample for lvg2n72, the test result of 2 samples was passed according to the q129598. No abnormalities relating to the observed problem were found. All details refer to the following attachment. The batch documentation has been reviewed and found to be normal. Novolin n penfill 3 ml - 100 ui/ml, batch no : unknown. No investigation was possible, because neither sample nor batch number was available. Novorapid batch no : unknown. No investigation was possible, because neither sample nor batch number was available. Novolin r, batch no : unknown. No investigation was possible, because neither sample nor batch number was available. Since last submission the case has been updated with the following: investigation result updated. Imdrf annex b, c, d, f and g codes updated. Narrative updated accordingly. Final manufacturer's comment: 07-mar-2023: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is a risk factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid, novorapid and novolin n penfill. H3 continued: evaluation summary: novopen 4, batch no: lvg2n72-2. The product was not returned for examination. The batch documentation was reviewed. There was nothing abnormal found. Nc/deviation were searched in novoglow, there was no relevant nc/deviation. Qc. After do dose accuracy test for the qc reference sample for lvg2n72, the test result of 2 samples was passed according to the q129598. No abnormalities relating to the observed problem were found. All details refer to the following attachment. The batch documentation has been reviewed and found to be normal.